Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor does not power on during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. There was no delay or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported monitor power-on issue could not be determined, however, the issue was likely due to a circuit board malfunction. Olympus will continue to monitor field performance for this device.